Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the right atrial (ra) lead. After further assessment in clinic, chest x ray confirmed ra lead dislodgement. The old ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.